Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. It is possible that procedural conditions, such as tension in the system during the procedure, contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The valve was re-sheathed three times and attempted to be deployed. Please note that per the instructions for use, artmt600267458-b, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.

Event description:
It was reported on 20 november 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had severely calcified leaflets with mild calcification extending to the left ventricular outflow tract (lvot). During the procedure the valve was partially re-sheathed five times due to low and high positioning. The decision was made to remove and replace the valve, however while attempting to fully re-sheath the valve, the valve capsule did not close completely. The valve was brought to the abdominal aorta and an additional two attempts were made to deploy and re-sheath, with the re-sheath wheel reaching the end of travel, but were unsuccessful. Eventually the valve was fully deployed in the abdominal aorta. A second 26mm non-abbott valve was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had severely calcified leaflets with mild calcification extending to the left ventricular outflow tract (lvot). During the procedure the valve was partially re-sheathed five times due to low and high positioning. The decision was made to remove and replace the valve, however while attempting to fully re-sheath the valve, the valve capsule did not close completely. The valve was brought to the abdominal aorta and an additional two attempts were made to deploy and re-sheath, with the re-sheath wheel reaching the end of travel, but were unsuccessful. Eventually the valve was fully deployed in the abdominal aorta. A second 26mm non-abbott valve was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system was returned to abbott for investigation. The valve capsule had multiple kinks and appeared deformation, consistent with use-related stress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. It is possible that procedural conditions, such as tension in the system during the procedure, contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The valve was re-sheathed three times and attempted to be deployed. Please note that per the instructions for use, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance. Since IFU deviation did not contribute to the reported event letter will not be sent. Codes removed: investigation findings: 3221.